Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the competitive guidewire could not be freely inserted into the lead. Lead was removed and another lead was implanted successfully using medium guidewire. It was also noted that there was a sharp bend in the target vessel in which physician had to utilize an inner cs sheath. Post lead removal, guidewire could freely move in and out of the lead. It was flushed and no resistance was noted. Patient¿s condition was stable.